Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to moisture damage on the electronic assembly. Unable to verify frozen screen and unresponsive button due to blank display. The insulin pump had stripped battery cap coin slot, minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had a frozen display. The patient removed and reinserted the battery, and noticed that the battery cap was now damaged. The customer woke up sick and had high blood glucose so she attempted to bolus, but her keypad was unresponsive. Troubleshooting was initiated for the frozen display. Her blood glucose at the time of incident is unknown. She was asked to observe the clock for one minute to verify if time advances on the pump, and time did not advance. Troubleshooting then occurred for the damaged battery cap; the battery cap was stuck and unable to be removed. The customer attempted to remove the battery cap with a quarter and failed. They then tried a large, flat-head screwdriver and that didn't work either. The customer was advised to discontinue use of the pump if the battery was low. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.